Event description:
It was reported that the patient had this pump pocket located in a "fat curtain" on her abdomen and resulted in pump flipping or orientation issues with the pocket itself. This had made refills difficult. The patient did not experience any related symptoms. It was later reported that this pump flipping was surgically corrected by placing the pump in the patient's buttock instead of the apron like abdomen position. Drug delivered via the device was dilaudid 1.443 mg/day 5mg/ml, compounded baclofen 72.15 mcg/day 500 mcg/ml, clonidine 43.29 mcg/day 300 mcg/ml, bupivacaine 0.4329 mg/day 3 mg/ml.

Manufacturer narrative:
Concomitant medical products: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model: 8835, serial #:(B)(4).

Manufacturer narrative:
(B)(4).